Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3. Preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope cables were loose. Inspection and testing of the returned device found that the jet tube had whitish foreign material. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the ceiling plate was deformed. The grip and the adhesive around the objective lens had discoloration. The control unit, switch box and plug unit had a scratch. The air/water and scope cylinder had no color. The bending angle in the up direction did not meet standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.